Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. The delivery device was returned outside the loading device. The tension spring assembly, anchor tab and seal were inside the loading device. The blue slide lock and the white plunger were depressed on the delivery device. The failure is potentially attributed to user technique. It appears that the seal had been prematurely deployed in the loading device. As stated in the IFU, the user should ensure that the lock is locked. If the lock is unlocked, care should be taken to avoid any accidental depressing of the plunger. Based upon the evaluation results, the reported complaint was confirmed for premature deployment. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.